Manufacturer narrative:
Patient gender and weight is not available for reporting. This report is for two unknown screws. Part and lot numbers are unknown; UDI number is unknown. Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the head of a 1.3 mm titanium screw sheared off while inserting into a plate during a 2nd proximal interphalangeal fracture procedure on (B)(6) 2017. The same thing happened again with a second screw in a different hole of the plate. There was a delay of one (1) hour to remove the screws by drilling around the screw heads, capturing with a needle nose driver, and reverse threading out. The titanium plate and the remaining screws were removed and discarded along with the broken screws. A longer stainless steel plate was implanted instead. The case was finished without issue. Concomitant device reported: plate (part 421.333, qty 1). This report is for two (2) unknown screws. This is report 1 of 1 for (B)(4).